Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012-0, product type: extension. Product ID: 3998, lot# v855145, implanted: (B)(6) 2012, product type: lead. Product ID: a01411002, lot# serial# unknown, product type: recharger. Product ID: a01411002, lot# serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient lost 50 pounds and their implantable neurostimulator (ins) moved around a lot in the pocket. The patient was having difficulty with recharging since then. This difficulty started 6-8 months prior. The patient saw a manufacturer representative (rep) (B)(6) 2015 at the healthcare provider (hcp) office and they did an antenna locate (al) feature with success. The patient was trying to do the al feature the day of the report and was having issues with the rep over the phone. The patient was able to make a connection using the al feature with 7 of 8 boxes. The patient mentioned that the recharger belt would come undone. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.